Manufacturer narrative:
Despite numerous requests to obtain the lot number for the investigation no additional information has been received. The investigation is complete.

Manufacturer narrative:
We have requested additional information for our investigation. A review of the non-conformance database revealed no non-conformances have been issued for particulate in the last three years. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that a fiber, about 1/8 inch ''sliver of white softer plastic or silicone'', was noticed in the anterior chamber and removed without incident. The fiber was noticed before the I/a handpiece was introduced. No patient impact or injury was reported.